Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.

Event description:
It was reported that the buttons on the insulin pump are not responding and are stuck. Customer stated that the down arrow button is functioning but numbers start ramping when pressing the up arrow button. Customer stated that juice was pilled on the insulin pump. Blood glucose is 13 mmol/l. Nothing further reported.